Event description:
During the firing process of the instrument, the sulu disengaged from the instrument handle and its jaws remained closed on the tissue. The surgeon then decided to transect around the tissue containing the sulu with another instrument to remove the tissue and attached sulu to complete the case without further incident. Procedure: wedge resection.